Manufacturer narrative:
(B)(4).

Event description:
It was reported "minimal kinking noted on bpw. ECG pacer artifact present and improved with lead change. Talarms persisted although timing appropriate. Iab volume incrementally decreased with no change in alarm frequency. Leak test completed and iab failed. Suspected abrasion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number (B)(6) recorded on the complaint report matched the serial number on the returned device. One 30cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) was returned for investigation without the original packaging. Upon receipt, the peel-away sheath and teflon sheath were present on the catheter, and the bladder was fully unwrapped. The one-way valve remained tethered to the short driveline tubing. Visual inspection identified a break in the central lumen approximately 17.5 cm from the iabc luer end. Dried blood was observed on the exterior surfaces of the catheter and within the bladder/helium pathway. The fiberoptic sensor (fos) connector and cal key were examined and found to be intact, properly seated, and free of damage. The cal key code was verified as "0174." The one-way valve was functionally tested and passed vacuum hold requirements in accordance with internal specifications. Attempts to aspirate and flush the central lumen were unsuccessful. Aspiration could not be maintained, and flushing resulted in bladder inflation, consistent with the previously identified break in the central lumen. Leak testing was performed in accordance with manufacturing procedure. Leaks were immediately detected at the distal tip and luer end, consistent with the broken central lumen. When the distal tip and luer end were occluded, no additional leaks were detected. Guidewire testing further confirmed the lumen break. A guidewire introduced from the distal tip could not advance beyond approximately 59.5 cm, and a guidewire introduced from the luer could not advance beyond approximately 17.5 cm, corresponding to the location of the identified lumen break. A device history record (DHR) review was conducted for the associated lot and serial number and did not identify any manufacturing n onconformances; the device met all specifications at the time of release. A previously documented nonconformance related to curing form quantity was reviewed and determined not to be relevant to the reported issue. Based on the investigation, the reported complaint of suspected leak was confirmed. The confirmed failure mode was a broken central lumen near the luer end, which resulted in the observed leakage. The root cause of the central lumen failure could not be determined based on the available information. Unrelated to the reported complaint, the presence of the peel-away sheath beneath the teflon sheath and blood on the catheter exterior indicate the device was not prepared in accordance with the instructions for use (IFU). An in-service has been requested to review IFU requirements with the customer. No further action is required at this time. Teleflex will continue to be monitor and trend complaints of this nature.

Event description:
It was reported "minimal kinking noted on bpw. ECG pacer artifact present and improved with lead change. Talarms persisted although timing appropriate. Iab volume incrementally decreased with no change in alarm frequency. Leak test completed and iab failed. Suspected abrasion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".